Event description:
Patient was implanted with connectors, rods, hooks, and screw construct on (B)(6) 2010. Patient reported tenderness and back pain on an unknown date, approximately (B)(6) 2012. Surgeon suspected infection at the implant site. Patient returned to the or on (B)(6) 2012 and all hardware was removed. It was not replaced with any other hardware. This is 22 of 22 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.